Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. Pt noticed this the previous week when he attempted to bolus. Pt has used this infusion device for 3 years and boluses 4-5 times per day. The down button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.